Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The tip of the device broke off during the operation and was not removed. The device was discarded.